Event description:
Information was received from the patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient (pt) reported their stimulator was not working correctly, stating that they experienced a zapping sensation when they rolled over in bed this morning and felt no stimulation on their right side at all, none. Pt stated their stimulation was turned off at the time of the call. Pt then turned the stimulation back on and stated seeing the therapy screen with group b activated, programs 1 and 2, at an intensity of 3.5. Pt stated that it hurts really bad on the left side, so they have spacers, plates, screws, and bolts and they don't know how they got in there because it hurts so badly on the left. Pt stated having no sensation at all on the right side and only feeling stimulation in one spot in the back and down the left leg. Pt mentioned that during their original setup, groups a an d b were configured. Group a is currently on program 1 at intensity 3.8 and program 2 at intensity 4.2. Pt stated that they usually stay on program b because they think it works best for their pain. Pt mentioned that they were in the clinic this morning for their monthly routine check-up and were advised to call pats (patient services). Pt stated that they tried adjusting their intensity settings but still have no sensation on the right. The pt was redirected to their hcp to address the issue and check their therapy settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.